Event description:
Patient had post stabilized pfc implanted (B)(6) 2010 recently, presented with instability, swelling pain. Upon xray of, it was apparent that the tibial tray has subsided on the medial side. There was laxity of the lateral ligaments upon examination under anaesthetic prior to starting the revision surgery. There was obvious swelling of the knee joint a lot of fluid was removed from the joint. This fluid was sent for pathology during the surgery, pathology results indicated this was synovitis not an infection. The tibial tray was loose was easily removed, the tibial insert post was damaged, photos to follow the insert was damaged on the plateaus. The femoral component was well fixed, and took considerable effort to remove. There was a void on the medial side of the tibial plateau when the tibial tray was removed. The surgeon implanted tc3 rp, with tibial femoral sleeves stems. He also utilized the mbt augments on both sides of the tibial tray to proximalise the tibia. A 20mm tc3 rp insert was inserted. The patient then had stability through a full range of movement.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database did not show any other reports against the product and lot combinations. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Repeated attempts to obtain the complaint samples proved unsuccessful. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.